Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01398; 243-02-106, s810-device loosening. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: previous (B)(4) file is corrupted and cannot be copied, items were verified through oracle.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to loosening.